Event description:
It was reported that pump displayed malfunction code and fault alarm, and there were no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which caller acknowledged and understood.